Event description:
In 2002, the device "just kept pumping insulin all morning and pt couldn't get their blood sugar to come up, even though pt kept eating." When pt was contacted, on 01/05, to gather additional info, they indicated that they did not recall the inident.